Manufacturer narrative:
At this time, vyaire medical has not received the suspect device for evaluation. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the oscillator suddenly stopped while in use on a patient, and the customer was not able to start it again. There was no alarm that occurred during this reported issue, and no patient harm.

Manufacturer narrative:
This unit was field serviced by a vyaire medical authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the ddi board to address the customer's reported issue.